Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump is receiving a recurring pump error alarm. The insulin pump will return. Nothing further reported.

Manufacturer narrative:
Unit received with operating currents within spec. Unit passed self test and displacement test. Pump trace download analysis confirmed the power error 25. The power management tool confirmed power error 25 was triggered when the backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance printed circuit board. After disconnecting and reconnecting the internal battery connector on the printed circuit board, the pump was monitored and functioned properly. Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay.